Event description:
The pt reported experiencing blood glucose levels of 40 mg/dl to over 480 mg/dl for about 6 consecutive days in 2009. She reported that she could smell insulin and the cartridge did not appear to be damaged. She bolused through the infusion device and injected insulin via syringe to lower her blood glucose. Her normal blood glucose level is 80-120 mg/dl. She believes the infusion device does not deliver enough insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.